Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding pain involving a trident shell was reported. The event was not confirmed. Device evaluation could not be performed as the reported device was not returned. A medical review was not performed because insufficient information was provided. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, and x-rays are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
It was reported that patient complained to surgeon of groin pain. Psl cup had little on growth noted on removal.

Event description:
It was reported that patient complained to surgeon of groin pain. Psl cup had little ongrowth noted on removal.